Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-06985. On (B)(6) 2012, the pt underwent a permanent implant procedure. It was reported the pt began squirming on the operating room table when he was first sedated. It was also reported the pt emitted a lot of secretions from the nose and mouth after numbing medicine was injected at the intended ipg and lead site. As a result, the case was aborted. No incisions were made and no products were implanted or opened. The product that was intended to be implanted will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.